Event description:
It was reported the initial procedure was performed on (B)(6) 2025 to treat a lesion in the proximal right posterior tibial artery. A 3.50x38mm esprit btk scaffold was implanted without issue. Patient was found to have a new right foot wound and right posterior tibial artery occlusion at an office visit on (B)(6) 2026. No treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.